Manufacturer narrative:
Complaint conclusion: as reported, a 14x40mm 80cm 7f maxi ld percutaneous transluminal angioplasty (pta) balloon catheter burst during a procedure. There was no reported patient injury. The access site was the femoral artery. The vessel characteristics of the target site were described as normally tortuous with 60% stenosis. There were no acute bends or tortuosity. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. No kinks nor other damages were noted prior to inserting the product into the patient. The contrast to saline ratio was normal. The inflation device was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The balloon ruptured at nominal pressure. There was no difficulty in retracting the balloon through the sheath. The product was removed intact (in one piece) from the patient. There was no injury to the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17700887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (normal tortuosity with 60% stenosis) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a maxi ld (7f 14x4 80cm) balloon catheter burst during a procedure. There was no reported patient injury. The product will not be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. No kinks nor other damages were noted prior to inserting the product into the patient. The contrast to saline ratio was normal. The inflation device was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. The access site was the femoral artery. The vessel characteristics of the target site were described as normally tortuous with 60% stenosis. There were no acute bends or tortuosity. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The balloon ruptured at nominal pressure. There was no difficulty in retracting the balloon through the sheath. The product was removed intact (in one piece) from the patient. There was no injury to the patient.